Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. This rv lead was explanted and replaced. This rv lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.